Event description:
On (B)(6) 2012, pt reported the up and down buttons on the infusion device has to be pressed hard for them to respond. Pt stated the batteries don't last more than a week. Pt reported the failure is intermittent. Pt stated the button has not worked correctly for about 4-5 months. Pt reported the up button on the infusion device is not working correctly. Pt stated he has to press the up button hard to get it to work. Pt reported the buttons are not flat. Pt stated the button does make audible sounds when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.